Event description:
Pt was to receive chemo IV over 46 hrs. Pump programmed incorrectly and pt rec'd total over one hour. Resulted in hospitalization. Possible error cause: distractions. During pump programming, no copy of pump program sheet on file. Home health rn discovered error. Pharmacy tech made initial error. Recommendations: changed pump programming responsibility to pharmacist initially. The nursing staff to check then to double check to pharmacist.